Event description:
It was reported that noise was seen on the ventricular sensing channel. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.